Manufacturer narrative:
The device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
It was reported that the event occurred on (B)(6) 2023. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
The facility reported an increased upstream occlusion alarm frequency post-implementation of the v9.02.01 software update with the spectrum iq infusion pumps. It was further reported that while using a spectrum pump (serial number not provided)had an increase of max air in line alarms. There was no report of patient injury or medical intervention associated with this event. No additional information is available.